Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have gone swimming in the lake with insulin pump. Customer reported that buttons were not responding. Customer's blood glucose was 300 mg/dl which were treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 during prime/a33 test due to faulty force sensor resistor however; the motor passed the motor test. Unable to finish occlusion test due to a33 error alarm. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under the lcd screen, electronic assembly or motor noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.